Event description:
Report indicates mesh erosion-urethra. No administration of medication was reported. 1.5 cm tape removal was done. There was no report of further surgery. Mesh-erosion of urethra. There is a relation to the device. The mesh erosion was trimmed where exposed.